Event description:
Reporter indicated that during a follow-up visit, device diagnostic testing was performed and resulted in high impedance indicating a possible device malfunction. Further follow-up revealed that the surgeon observed a lead break while replacing the generator for end of service. Programming history was reviewed and high lead impedance (dc dc code of 7, limit) was verified. Programming history also resulted in eri = no, indicating that the generator had not reached end of service. The lead was discarded after explant.